Manufacturer narrative:
The additional information has been received which was not included in initial report. The information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis of 590 mg/dl. The customer treated with insulin drip. The customer did not have the insulin pump anymore and not able to upload to care link.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose level was unknown and suspected it was because of the insulin pump, not comfortable using the pump. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer was stop using the insulin pump system due to issue. The customer current blood glucose level was 201 mg/dl and other blood glucose value was 590 mg/dl. The insulin pump will not be returned for analysis.